Event description:
It was reported that there was a cardiac arrest during the implant of deep brain stimulation (dbs) leads. The leads remain implanted. It was reported that a parkinson's disease patient with dystonic cramps in the throat went into cardiac arrest during lead implantation. Cramps in the throat "were assumed to be the reason for a lack of oxygen while positioned in the stereotactic frame." Medical intervention was required. The patient was reanimated and "is doing well and is doing fine."